Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the adc freestyle libre sensor. The customer was experiencing symptoms of shaking and nausea, and had contact with a healthcare professional. A healthcare meter reading of 426 mg/dl was obtained, as compared to a sensor scan of 'lo' (< 40 mg/dl). The customer as treated with an unknown dose of insulin lispro (humalog). There was no report of death or permanent injury associated with this event.